Manufacturer narrative:
The section provided with the initial report was left blank. The correct information has been provided with this report.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect. For the correct date of this report. The event description was update. The correct information has been provided with this report.

Event description:
The customer reported via phone call, that the customer received a blank display at time of high blood glucose event. The customer was not in auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had high blood glucose level and the insulin pump had blank display. Customers blood glucose value was 429 mg/dl and 420 mg/dl. Customer declined to troubleshoot. Insulin pump will not be return for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.